Event description:
It was reported that upon removal of the deployment system the pusher rod remained attached to the filter. The filter was pulled down approx one to two centimeters and tilted upon the release of the pusher rod. A snare device was used to successfully capture and retrieve the filter. A new vena cava filter was deployed successfully. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.